Manufacturer narrative:
Summary of eval: product missing in the package due to a human error.

Event description:
The packaging was empty. There was no screw in the box. The event did not occur during a surgical procedure.